Event description:
It was reported that a lack of progress in the patient's hearing and speech performance was noticed. Over time, the number of electrodes with abnormal testing results has been increasing. Testing showed 7 electrodes with status hi and one electrode with a non-measureable impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.